Manufacturer narrative:
(B)(4). The device passed electrical testing but failed functional testing due to multiple fills and drains being outside of volumetric specifications. The device passed temperature verification testing. Accuracy testing was performed with the original piston foam and failed. The new piston foam was installed and the device was able to pass the accuracy testing. When the original piston foam was reinstalled, the device failed the accuracy testing once more. The original piston foam was inspected and it was discovered that the piston foam was deteriorated. The cause of the reported condition was determined to be the deteriorated piston foam. The piston foam was scrapped. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. No additional information is available.